Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient having repeated drain complications. It was reported by the peritoneal dialysis nurse (pdrn) that the patient will sometimes go for up to twelve hours. The patient¿s catheter was found to not be the cause. The patient has tried to change positions which does not help to drain. There was no fibrin found blocking the lines and the patient will often do a stat drain at the of their treatment with no issue. A review of the patient¿s treatment records identified that the patient drained 4404 ml during drain 3 of the treatment. This drain volume is 191% the patient's prescribed fill volume of 2300 ml. The pdrn will continue to follow up with the patient. The pdrn confirmed that the patient completed treatment without symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. A new cycler was issued to the patient. Additional information was requested has not been obtained. This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient having repeated drain complications. It was reported by the peritoneal dialysis nurse (pdrn) that the patient will sometimes go for up to twelve hours. The patient¿s catheter was found to not be the cause. The patient has tried to change positions which does not help to drain. There was no fibrin found blocking the lines and the patient will often do a stat drain at the of their treatment with no issue. A review of the patient¿s treatment records identified that the patient drained 4404 ml during drain 3 of the treatment. This drain volume is 191% the patient's prescribed fill volume of 2300 ml. The pdrn will continue to follow up with the patient. The pdrn confirmed that the patient completed treatment without symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. A new cycler was issued to the patient. Additional information was requested has not been obtained.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient having repeated drain complications. It was reported by the peritoneal dialysis nurse (pdrn) that the patient will sometimes go for up to twelve hours. The patient¿s catheter was found to not be the cause. The patient has tried to change positions which does not help to drain. There was no fibrin found blocking the lines and the patient will often do a stat drain at the of their treatment with no issue. A review of the patient¿s treatment records identified that the patient drained 4404 ml during drain 3 of the treatment. This drain volume is 191% the patient's prescribed fill volume of 2300 ml. The pdrn will continue to follow up with the patient. The pdrn confirmed that the patient completed treatment without symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. A new cycler was issued to the patient. Additional information was requested has not been obtained. This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient having repeated drain complications. It was reported by the peritoneal dialysis nurse (pdrn) that the patient will sometimes go for up to twelve hours. The patient¿s catheter was found to not be the cause. The patient has tried to change positions which does not help to drain. There was no fibrin found blocking the lines and the patient will often do a stat drain at the of their treatment with no issue. A review of the patient¿s treatment records identified that the patient drained 4404 ml during drain 3 of the treatment. This drain volume is 191% the patient's prescribed fill volume of 2300 ml. The pdrn will continue to follow up with the patient. The pdrn confirmed that the patient completed treatment without symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. A new cycler was issued to the patient. Additional information was requested has not been obtained.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. An (as-received) simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance and fill times were within specification. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. There were no discrepancies encountered in the internal inspection of the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient having repeated drain complications. It was reported by the peritoneal dialysis nurse (pdrn) that the patient will sometimes go for up to twelve hours. The patient¿s catheter was found to not be the cause. The patient has tried to change positions which does not help to drain. There was no fibrin found blocking the lines and the patient will often do a stat drain at the of their treatment with no issue. A review of the patient¿s treatment records identified that the patient drained 4404 ml during drain 3 of the treatment. This drain volume is 191% the patient's prescribed fill volume of 2300 ml. The pdrn will continue to follow up with the patient. The pdrn confirmed that the patient completed treatment without symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. A new cycler was issued to the patient. Additional information was requested has not been obtained. This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient having repeated drain complications. It was reported by the peritoneal dialysis nurse (pdrn) that the patient will sometimes go for up to twelve hours. The patient¿s catheter was found to not be the cause. The patient has tried to change positions which does not help to drain. There was no fibrin found blocking the lines and the patient will often do a stat drain at the of their treatment with no issue. A review of the patient¿s treatment records identified that the patient drained 4404 ml during drain 3 of the treatment. This drain volume is 191% the patient's prescribed fill volume of 2300 ml. The pdrn will continue to follow up with the patient. The pdrn confirmed that the patient completed treatment without symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. A new cycler was issued to the patient. Additional information was requested has not been obtained.